Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room after receiving shocks for ventricular tachycardia. Interrogation revealed that the right ventricular lead exhibited intermittent capture, high capture thresholds, and failure to convert rhythm. Programming changes were made. An x-ray revealed that the lead had dislodged. It was also noted that the helix could not extend or retract the lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of dislodgement, a helix mechanism issue, intermittent capture and high threshold were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.